Manufacturer narrative:
On sep 13, 2024, additional information was received identifying two devices: catalog number 3503004bc/lot number 9802591 and catalog 3505320bc/lot number 9750348. It is unclear which is the impacted product. If additional information is received regarding the correct complaint device, a supplemental report will be submitted. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. A manufacturing record evaluation was performed for the finished device 9802591 number, and no non-conformances were identified. Manufacturing date: sep/28/2022. Expiration date: sep/27/2027. A manufacturing record evaluation was performed for the finished device 9750348 number, and no non-conformances were identified. Manufacturing date: jun/11/2022. Expiration date: jun/08/2027. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast implantation procedure with unspecified mentor gel breast implants and experienced capsular contracture baker grade on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with non-mentor breast implants on (B)(6) 2024.

Manufacturer narrative:
On oct 3, 2024, the mentor failure analysis lab received the device for evaluation. The impacted product lot number was identified as a mentor memorygel breast implant 300cc, catalog number 3503004bc, lot number 9802591. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).